Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2001 and a sling was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with total vaginal hysterectomy due to cystocele, and menorrhagia. It was reported that following insertion the patient experienced urinary problems, recurrence and vaginal scarring. It was reported that patient underwent cystoscopy and captite on (B)(6) 2008 due to stress urinary incontinence failed pubovaginal sling. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.this is one of two medwatches being submitted. See also medwatch 2210968-2012-04199. The same patient is represented in each medwatch.